Event description:
Caller reported false negative urine hcg that occurred in 2009, using mckesson hcg pregnancy test. Customer performed home pregnancy test which gave positive result. Lab quant reported high at >400,000. No sample left for testing.

Manufacturer narrative:
Investigation: lot#(s): hcg9020053. Exp date(s): 01/2011. Control lot: 25miu/ml hcg urine control, lot: hcg090107-03. 100miu/ml hcg urine control, lot: hcg090521-01. 255.31u/ml hcg urine lot hcg hcg090526-03. 600iu/ml hcg: lot: hcg080814-02. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml, 255.3iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specifications; customer's observation could not be reproduced with internal hcg controls. No false negative result was observed; this complaint is not confirmed. Nothing abnormal found in batch review and the product #, product description and lot# was verified. No corrective action required at this time as no product deficiency was established.